Event description:
Customer comparing inratio test result to results obtained on another inratio monitor. (B)(6) 2013 around 3:15p: meter 1 (sn (B)(4)) lot 1 (327544) inratio inr = 4.3. Meter 2 (sn (B)(4)) lot 2 (327856v) inratio inr = 2.6, repeat inratio inr = 5.4. (B)(6) 2013 at 5:53p: lab = 13.47. A few minutes between the 3 inratio results. About 2.5 hours between inratio results and lab draw. Patient's therapeutic range 2.0-3.0. Meter 1 (sn (B)(4)) lot (327544) inratio inr = 4.3. Meter 2 (sn (B)(4)) lot 2 (327856v) inratio inr = 2.6. See MDR 2027969-2013-01105.

Manufacturer narrative:
Investigation pending.